Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿low voltage alarms despite being on either fully charged batteries or main power supply¿ could not be confirmed through this evaluation. Event details indicated the system controller was exchanged. Attempt was made to obtain additional information from the customer regarding the event. Additional information communicated on (B)(6) 2021 indicated the exchanged products will not be returned as they were disposed of. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial #(B)(6)) was shipped to the customer on (B)(6)2017. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnected alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. In section 4 under ¿living with the heartmate iii¿, ¿you must always connect to the mobile power unit when sleeping (or when sleep is likely). This is very important! If you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms." The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's device had low voltage alarms despite being on fully charged batteries or main power supply. The controller was exchanged.